Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma¿ with lidocaine and juvéderm® volbella¿ with lidocaine. The injector received a biopsy report, dated about 10 months after the injection, from the treating hcp showing a diagnosis of ¿extensive granulomatous inflammation aimed at foreign material of uncertain nature.¿ patient presented bilateral nodular lesions in the area of the prefacial lymph nodes, cheeks. Clinically necrosis was seen. Patient recovered fully with no visual lumps on skin. Patient is comfortable with the outcome. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00340 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.